Event description:
The patient reported that his infusion device did not display the a5 (technical inspection alert), before his infusion device displayed the technical inspection due alarm and shut down. The pt stated that he did not have injections to switch to at that time. The product was requested to be returned and replacement product was sent.